Manufacturer narrative:
Occupation is lay user/patient.

Event description:
The customer initially complained of an error message on coaguchek xs meter serial number (B)(4). The customer was unable to remember which error message was displayed. The customer then alleged that there were "liquid spots" on the display screen which were first noticed on (B)(6) 2018. A display check was performed and no segments were missing from the results field of the device. The customer alleged that the "few dots" on the display screen could lead to a misinterpretation of results. No results have been misinterpreted. The customer tested successfully on (B)(6) 2018 with no issues. The customer did not question any inr results. No adverse event occurred. The customer is in stable condition with no symptoms. The meter was requested for investigation.

Manufacturer narrative:
The customer's meter was returned for investigation. The meter was investigated for contamination. The meter was contaminated by leaking batteries and corrosion on the battery contacts. The root cause of the event was user handling error.